Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, the optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection dude to dehydration of lens. Our review of production records for the rayone toric rao610t batch: 034235827 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch: 034235827. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.

Event description:
On 8th february 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone toric rao610t. The event description provided states that immediately following implantation, the optic was found to be cracked necessitating lens explantation and exchange.

Event description:
On 8th february 2025, rayner received notification from its taiwan distirbutor of an event that occurred during use of a rayone toric rao610t. The event description provided states that immediately following implantation, the optic was found to be cracked necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, the optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection dude to dehydration of lens. Our review of production records for the rayone toric rao610t batch 034235827 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 034235827. The device was retained and returned to rayner for evaluation. The injector was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the movable flaps were closed firmly, and the plunger was fully retracted. Viscoelastic residue was also observed in the loading bay and in the nozzle. The lens was returned hydrated in a pouch of saline. Further inspection identified that the lens was returned cut in two, consistent with explantation. To facilitate further inspection of the returned product, the injector was disassembled. The injector parts were inspected under 10x magnification. No damage was observed to any part of the injector. To facilitate further testing of the injector, the injector was re-assembled with 1x rao600c from rayner's stock. The lens was loaded and injected as per the IFU. Ophteisbio3.0% ovd was used. Injection was successful, with no resistance experienced, and lens was delivered with no damage observed. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. Product return inspection performed could not confirm the event as reported. Root cause of the reported fault could not be established. On product return inspection and testing completed, no rayone injector fault was found. Results of injector testing confirm that the device performs as per design.